Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies in an attempt to resolve occlusions. Pump system check was performed with tandem technical support and cause of occlusion could not be determined. Reportedly, after system check, customer changed pump supplies. Customer's blood glucose was 283 mg/dl. Customer reported to have used u500 insulin in the cartridge versus the labeled u100.